Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. Insertion was performed with an14 french (f) in-line sheath of the delivery catheter system (dcs). The valve was released. Subsequently, distortion of the valve was observed. While shifting the view from the left anterior oblique (lao) to right anterior oblique (rao), and after confirming with an echocardiogram, an infold was noted. The valve was subsequently recaptured and withdrawn from the patient. A second pre-implant bav was performed using a 20 mm non-medtronic balloon. During deployment of the second valve, the position of the tab marker was approximately 4 mm in the cusp overlap view, and the left anterior oblique view (lao) on the left coronary cusp (lcc) was approximately 6 mm. There were no problems with the implant depth, so the valve was fully released. After the implant of the valve, mild paravalvular leak (pvl) was observed, along with distortion of the valve due to calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) fusion area. Subsequently, a post-implant bav was performed. After the post-implant bav, the shape of the valve and pvl improved. The pressure gradient following surgery was 1 millimeter of mercury (mm hg). The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012214201); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a procedural delay resulted from the infold of the first valve. The frame distortion of the second valve was clarified as poor expansion of the valve. Per the physician, the patient's non-coronary cusp (ncc)-right coronary cusp (rcc) healing bicuspid valve contributed to the valve infold.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. Insertion was performed with an14 french (f) in-line sheath of the delivery catheter system (dcs). The valve was released. Subsequently, distortion of the valve was observed. While shifting the view from the left anterior oblique (lao) to right anterior oblique (rao), and after confirming with an echocardiogram, an infold was noted. The valve was subsequently recaptured and withdrawn from the patient. A second pre-implant bav was performed using a 20 mm non-medtronic balloon. During deployment of the second valve, the position of the tab marker was approximately 4 mm in the cusp overlap view, and the left anterior oblique view (lao) on the left coronary cusp (lcc) was approximately 6 mm. There were no problems with the implant depth, so the valve was fully released. After the implant of the valve, mild paravalvular leak (pvl) was observed, along with distortion of the valve due to calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) fusion area. Subsequently, a post-implant bav was performed. After the post-implant bav, the shape of the valve and pvl improved. The pressure gradient following surgery was 1 millimeter of mercury (mm hg). The procedure was completed. No patient complications have been reported as a result of this event. Additional information was received that during the valve implant, a procedural delay resulted from the infold ofthe first valve. The frame distortion of the second valve was clarified as poor expansion of the valve. Per the physician, the patient's non-coronary cusp (ncc)-right coronary cusp (rcc) healing bicuspid valve contributed to the valve infold.

Manufacturer narrative:
Updated data: h6. Eval code method and eval code conclusion product analysis: the valve remained implanted; therefore, it was not returned to medtronic for analysis. Additionally, no procedural images of the valve implantation procedure were submitted to medtronic for review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. In this case, no root cause could be determined, although calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) fusion area may have been a contributing factor. Per the device instructions for use, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. It is likely the calcification observed on the ncc and rcc fusion area contributed to the reported event. No new or unexpected device or therapy issue was identified; the event is foreseen within expected severity, documented in risk management, and included in monitoring/trending. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. No other technical assessments were performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.